Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air aspirated through the valve. During a pulmonary vein isolation procedure to treat atrial fibrillation (a fib), a faradrive steerable sheath clear was selected for use. After insertion and removal of the dilator and guidewire, it was discovered that the valve was not functioning properly, leading to air aspiration through the valve. The sheath had been tested in a water basin prior to use and was functioning correctly at that time. The procedure was successfully completed using an alternate device, with no patient complications reported. The device is expected to be returned for analysis.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath noticed a loss of pressure during functional evaluation. Inspection of the hemostatic valves identified the internal valve to be torn on the inner face by the center slit and confirmed to be the cause of the failure during analysis and the primary cause of the allegation for this event. Inspection of the valve hub found the edge of the hub to be cracked and bent upward, leaving a gap in-between the edge and the base of the hub. This defect could have contributed to the allegation of this event as it could also compromise the sheath's ability to seal pressure and fluid within the device.

Event description:
It was reported that air aspirated through the valve. During a pulmonary vein isolation procedure to treat atrial fibrillation (a fib), a faradrive steerable sheath clear was selected for use. After insertion and removal of the dilator and guidewire, it was discovered that the valve was not functioning properly, leading to air aspiration through the valve. The sheath had been tested in a water basin prior to use and was functioning correctly at that time. The procedure was successfully completed using an alternate device, with no patient complications reported. The device is expected to be returned for analysis.